Manufacturer narrative:
The service found out that this error was due to an electronic component failure, which was replaced. Device evaluated and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump gave "error 9".